Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information the event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was found to be dirty on the day of use upon opening a package. It was like a powdery dusting. Per additional information received via email from the ibc on 26feb2021 it was unknown whether the dirt was on or in the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found to be dirty on the day of use upon opening a package. It was like a powdery dusting.